Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that before the procedure, it seemed like there was a failure of the bar graph for supply pressure, because the bar graph showed 1 line when the co2 gas cylinder or a medical gas pipeline didn¿t connect to the subject device and the bar graph did not show full when the gas was supplied full. The local field service engineer requested the facility two times to provide more information by telephone regarding this issue, however the facility did not provide. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europe se & co. Kg (oekg). During the incoming inspection, oekg found no faults and confirmed that the device met the inspection criteria. The subject device passed the electrical safety test. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than five and a half years have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the evaluation, there is the possibility that the reported phenomenon was attributed to an accidental failure of the subject device.